Manufacturer narrative:
The patient became sick during the procedure, and the clinical symptoms worsened.

Event description:
It was reported that while treating a "very long" dissection in the internal carotid artery (ica), the physician implanted two stents successfully, by overlapping the two stents. The physician attempted to deploy the third stent (subject device) proximal to the second stent. The stent prematurely deployed and was not placed with in the second stent as intended, leaving a gap and a narrowing of the artery. The patient was under local anesthesia, became "sick and his clinical symptoms worsened". The physician successfully finished the procedure by deploying another two stents. It has been reported that the patient is doing "well and stable".